Event description:
The customer called to inquire assistance in setting the time and the date. During the call, the customer informed they were hospitalized. The customer had a viral infection, was vomiting for two days, and bgs were high before admission. The customer disconnected the pump prior to hospitalization. It was stated that the customer still is being monitored for cardiac reasons. The alarm history indicated two different alarms. The customer thought the low battery icon was the low reservoir alarm. The customer did not change the batteries but instead changed the reservoir. The customer mentioned that the diagnosis is unknown.